Event description:
It was reported that the distal filter would not recapture. A sentinel cerebral protection system was selected for use in a transcatheter aortic valve replacement (tavr) procedure. The sentinel device was deployed. When the physician attempted to retrieve the distal filter, it would not insert into the catheter. The physician pulled on the mechanism and the mechanism broke off prior to getting the filter back into the catheter. The filter was removed partially open. They completed the procedure with no other issues. There were no patient compilations.